Event description:
On (B)(6) 2010, the pt reported the plunger of the insulin cartridge became stuck to the piston rod of the infusion device while changing the cartridge. She stated that she inserted the insulin cartridge into the infusion device and e10 (cartridge) error was displayed when she attempted to prime the infusion set. She confirmed the error, removed the insulin cartridge, retracted the piston rod, and reinserted the insulin cartridge. When she reinserted the insulin cartridge, e10 recurred. She then pulled the insulin cartridge from the infusion device and the plunger remained attached to the piston rod and 315 units of insulin spilled in the cartridge compartment. She was assisted in switching to her backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device, insulin cartridge, and adapter were requested to be returned for evaluation. The infusion device was replaced.